Event description:
It was reported that during the use of the cassette, a "no message" alarm went off. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was received with all labels intact. No physical damage was found on the device. A functional test was performed. The reported problem could not be confirmed. Possible defective downstream sensor or cassette product. Root cause is unknown. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The UDI number is unknown. No information has been provided to date.